Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed service code 204 (belt/monitor unusable). The monitor's case was cracked at the electrode belt receptacle, which was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.